Event description:
The fe reported a communication error and the customer had to reboot the system to clear error. This resulted in a loss of imaging functionality. This could result in a procedural delay. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was replaced during the service call. The system was tested and found to be working as intended and returned to service.